Manufacturer narrative:
On (B)(6) 2018. On 10jan2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 01apr2019, date rec¿d by MFR : 27mar2019. Serial number was obtained. The customer was sent a quote for repairs. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.